Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The local field service engineer checked the subject device and found that when the cable of the subject device was moved, the endoscopic image of the subject device disappeared and flickered since the cable of the subject device was broken more than 2 places. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during a procedure with the subject device, the endoscopic image of the subject device disappeared and flickered. Other detailed information was not provided. There was no report of patient injury associated with the event.